Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect calcium result on the architect c16000 analyzer. The sample generated an initial result of 4.93 mmol/l and retest generated 2.23 mmol/l. The customer uses a normal range of 2.20 to 2.60 mmol/l. No specific patient information was provided.

Manufacturer narrative:
The customer's system logs were reviewed which found the r1 probe had low pressure outside of specification. The maintenance log also showed the quarterly maintenance was over-due. The field service engineer (fse) inspected the analyzer and replaced the poppet valves and bellows as a precaution. The troubleshooting performed on the analyzer did not identify a conclusive cause. Review of complaint activity determined that there is normal complaint activity for likely cause lot 97158un17. Tracking and trending report review for the architect calcium assay determined that there are no related adverse or non-statistical trends. World wide field data for the calcium assay was reviewed. The calcium patient population result medians were similar across multiple customers, instruments and reagent lots. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect calcium assay was identified.